Manufacturer narrative:
Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the logic board - blown fuse (no power). A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 04/23/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) as performed which confirmed that this device was involved in a production failure q6 (B)(6) for out of specification/ time out while trying to connect, which does not correlate to the customers reported issue.

Event description:
The customer reported that the device will not turn on/off. There was no patient involvement.

Event description:
The customer reported that the device will not turn on / off. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 04/23/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure (B)(4) for out of specification/ time out while trying to connect, which does not correlate to the customers reported issue.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device will not turn on / off. There was no patient involvement.